Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he is experiencing intermittent electrical shocks. Patient stopped wearing cgm device and started wearing it again and says he still experienced electrical shocks. Patient has agreed to send his cgm device for dexcom to investigate the device. At the time of his call to dexcom technical support, patient was feeling well. This is the second MDR about the same issue with the same device with the same patient. Dexcom has already reported this event in MDR 3004753838-2013-00334.